Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis by a baxter customer service representative. The reporter stated that the patient is no longer on dialysis and his port was removed on (B)(6) 2012. The patient's wife stated that the patient was admitted to the hospital on (B)(6) 2012 for peritonitis. The patient was discharged (B)(6) 2012. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891309 and gd891085 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.